Event description:
It was reported that during testing, it was found that the upper lcd (liquid crystal display) numbers were not always distinguishable. The epg (external pulse generator) was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found the device failed incoming testing, due to the printed circuit board being out of specification. (B)(4).